Event description:
During a lap cholecystectomy procedure, when attempting to place the first clip across the duct, no clips came out. The surgeon then squeezed the handle again to place a clip across the duct, but again no clips came out. Opened another al326 to complete the case with no pt consequence.